Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; due to customer incorrectly programming their settings. Low bg was addressed by consuming carbohydrates. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.